Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a sparc system on or about (B)(6) 2003 to treat her stress urinary incontinence and/or other conditions. It was alleged, the plaintiff suffered serious bodily injuries, including, but not limited to, pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.